Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the patient stated her device is not working. The patient stated she had surgeries and had to turn off the system, the patient stated the surgeries were unrelated to her device as she had her knees done. The patient stated she did not keep the unit charged. The patient was redirected to follow up with their healthcare provider (hcp). No further complications were reported. No patient symptoms were reported. Additional information received from the consumer via the manufacturer representative reported that the were overdischarged. The patient had unrelated surgery around a year ago and turned stimulation off to focus on her recovery but then forgot to charge it. All impedances were within normal range. A trickle charge was completed and stimulation was turned on and the patient had good stimulation at this time. The issue was resolved at the time of the report. Additional information was reported that the patient called their rep today (05/21/2019) to let her know that they are charging every other day. The patient noted that last sunday she had an episode of strong stimulation upon her battery showing empty on both the recharger and the patient programmer (pp). The patient was not able to decrease her stimulation with her pp, but she was able to turn it off. The patient has had only this one episode of strong stimulation and she did not think it was related to positional movements. The patient has been instructed to note if that ever happens again, and to sync to her device for the screen number if this happens again. No further information was reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that surgical intervention was completed on (B)(4) 2019. The rep noted that a new battery was placed and the extension was explanted to make the patient¿s system MRI compatible. All impedances were within normal range. The rep reported that the system was turned on in post-operative and the patient was receiving appropriate stimulation. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #703109615:analysis information -- 2020-01-23 (B)(4) product ID# 97714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to {x} overdischarge{s}. Analysis of the ins (s/n (B)(4)) showed the ins had reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient not being able to decrease their stimulation and their stimulation being too strong was not determined. The patient was instructed to keep a log. The patient is currently charging every two days. She has had one other episode of strong stimulationabout a week and a half ago, and she was able to turn it off. No further information was reported.